Event description:
Pt received a sulzer medica, sulzer orthopedics, inc, inter-op acetabular shell implant. The implant was explanted. Pt's operative findings indicated that the acetabular component had no evidence of bony ingrowth.